Event description:
It was reported that the patient was in a car 4 days ago. A vehicle had hit the patient¿s car from behind and the front of their car hit another car. During the accident the seatbelt pulled tight and burned her. It was noted that she was not driving during the accident but she had been driving that day so she had turned stimulation off and stimulation was off when the accident occurred, and the patient programmer (pp) was not in the car during the accident. There was a loss of therapeutic effect and she was in pain since the accident. Stimulation was off and there was injury to the back and neck during the accident. Last night she turned stimulation on, but then turned stimulation off and within 5 minutes her back started swelling. Since the accident the patient felt pain around the implantable neurostimulator (ins) site. There was also a problem with the pp. Following the accident the pp would not turn on. After changing the batteries multiple times it turned on. She connected the pp to the ins with stimulation off and tried increasing. There was a red lightning bolt bigger than the ¿stimulation on¿ icon covered part of her normal therapy screen. She then increased stimulation with stimulation and said the indicator screen was not what she had seen. The pp screen looked normal and it was functioning normally. The patient was able to turn stimulation on and off and up and down. It was noted that the patient chose to keep stimulation on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).